Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls occurred. The device was successfully activated and rerun. Inspection of the patient history buffer (phb) data found that the pod and continuous glucose monitor (cgm) were connected for the majority of the pod's run. Though, the estimated glucose values (egv) transitioned to -7 and -1 inconsistently throughout runtime. The invalid egv values indicate that the pod experienced connectivity issues with the cgm throughout the pod run. No damages or deficiencies were observed in the pod that would lead to a pod communication error, the cause of the pod and cgm connectivity issues could not be determined. The exact cause of the reported pod communication error event could not be determined.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls occurred. The device was successfully activated and rerun. Inspection of the patient history buffer (phb) data found that the pod and continuous glucose monitor (cgm) were connected for the majority of the pod's run. Though, the estimated glucose values (egv) transitioned to -7 and -1 inconsistently throughout runtime. The invalid egv values indicate that the pod experienced connectivity issues with the cgm throughout the pod run. The user reported pod communication error event can be confirmed. No damages or deficiencies were observed in the pod that would lead to a pod communication error, the cause of the pod and cgm connectivity issues could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down/smartphone: phone_control_ios omnipod 5 software app version: 2.1.0 operating system: 26.2 hardware: iphone14.7 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's father that the patient experienced significantly elevated glucose levels accompanied by stomach pain, which he described as pancreatic pain. No specific glucose values were provided. The father stated that a bolus could not be delivered due to an error message on the omnipod iphone application indicating it could not connect. The pod was removed, and medical advice was sought through an emergency nurse line on (B)(6), 2026. According to the father, the patient was diagnosed with diabetic ketoacidosis (dka). The nurse advised increasing fluid intake, testing ketones, and changing the pod. A new pod was applied, after which glucose levels began to decrease and were later reported at 157 mg/dl. The father confirmed that the cannula was inserted during wear, the pink slide moved forward, and no insulin leakage was observed. It was further noted that the cannula appeared normal after pod removal. Pain at the infusion site was reported, but no redness or swelling was noted. The patient was not admitted to a facility, and the call with the nurse served as the medical visit.